Manufacturer narrative:
Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2002, product type: extension; product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID: 3387-40, lot#: j0225583v, implanted: (B)(6) 2002, product type: lead; product ID: 3387-40, lot#: j0225583v, implanted: (B)(6) 2002, product type: lead; product ID: 3387, lot#: j0225583v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and return of symptoms. It was stated that the patient felt symptoms, starting the night before report, in her legs and her foot was "swelling", and that she had trouble picking up her feet with her legs. It was noted the representative assisted the caller with their programmer as it was getting the 9 volt battery light on, but the programmer passed the self-test. The caller reported the patient had the implantable neurostimulator (ins) replaced "three or four" years ago and in (B)(6) 2012, the ins was determined low at that time. The caller was redirected to the healthcare provider. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).